Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmony dual led585 surgical lighting system. The user facility discarded the damaged light cover prior to the technician's arrival. Based on the technician's inspection of where the cover had detached, the reported event is indicative of facility personnel bumping the lighting system into other pieces of equipment. The harmony dual led585 surgical lighting system is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. The technician installed a new the light head cover, tested the lighting system, confirmed it to be operating according to specification, and returned it to service. The technician also performed an inspection of all other steris lighting systems installed at the user facility; additional repairs were made as needed. The harmony led585 surgical light operator manual states, "do not bump light heads into walls or other equipment. Always use handles or gripping surface when positioning light head during surgical procedures, or when cleaning or servicing the lighting system." The technician counseled user facility personnel on the proper use and operation of the harmonyled585 surgical light, specifically the importance of not bumping the lighting system into other pieces of equipment. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure the plastic cover to their harmony dual led585 surgical lighting system fell onto the patient. No report of injury or procedure delay.